Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. It is possible that the cap seal was not fully connected/tightened and/or the device being connected was compromised thus resulting in the reported leak difficulties; however, as the device was not returned for analysis this cannot be confirmed. The investigation was unable to determine a conclusive cause for the reported leak difficulties. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that a procedure was performed to treat a lesion in a unknown vessel. A leak in a copilot bbcv was noted during contrast injection. The physician then decided to replace the copilot with a non-abbott device to complete the procedure. There were no adverse patient effects nor clinical significant delay. No additional information has been provided.